Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "no reflux available in phaco mode" (reflux within device). The nurse reported no reflux was available in the phaco mode. A posterior capsule tear occurred. Additional info received from the surgeon stated that during routine cataract surgery, the reflux was not allowing the surgeon to pull away from the posterior capsule. The posterior capsule ruptured. All of the cortical material had been removed already. The surgeon performed an anterior vitrectomy and completed the case. The iol was placed in the sulcus and the wound was sutured with one stitch.

Manufacturer narrative:
The company service rep examined the system, could not duplicate the problem reported. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional, similar complaints associated with this system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that occasionally reported with cataract surgery. (B)(4).